Event description:
It was reported that the home patient had an unknown alarm on the homechoice device during the dwell phase of peritoneal dialysis therapy. The patient was connected at the time of the alarm. The patient stated the device would alarm and the display would only show ¿dwell¿. It is unknown how the patient would complete therapy. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a check lines and bags alarm was identified during a review of the event history log. A sample evaluation was performed and the event history log review verified the check lines and bags alarm. Internal and external inspection was performed and no issues were noted. Functional testing was performed with no issues noted. A short simulated therapy was successfully performed. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.